Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: it is likely, that the watertight function did not work normally, due to the lens being come off. And a "watertight defect at the lens" occurred. A definitive root cause could not be identified, for the blurred images. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited watertight defect at the lens and blurred images. There was no patient involvement.